Event description:
It was reported by the affiliate the tlc55 was used during an ileo transverse bowel procedure. It was reported the device fired normally and the staple line seemed vascularized. Subsequently, the pt became severely ill and was transferred to an intestinal unit.

Event description:
04/27/2000 it was reported by the affiliated the staple line bled postoperatively. The tlc55 was used once and then dropped on the floor. A new tlc55 was opened and fired and then reloaded and fired again. Both tlc55 devices were not resterilized and were from the original packages. During the original procedure the staple lines appeared to be intact and vascularized. The pt developed acute peritonitis postoperatively. The pt was then brought back to the or where a staple line leak was discovered and an enterostomy was performed. The pt was treated for fungal septicemia. Recently, remains in poor condition, and is unlikely to get better.